Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the power supply connector is damaged. It is unknown at this time if the device was in use or ready for use at the time the damage was documented. Patient impact is unknown at this time.